Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the self, restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests.unit received with cracked case at the reservoir tube lip and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call of high blood glucose level of 498 mg/dl. The customer treated with manual injection. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. It was also found that the high pressure test failed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.